Manufacturer narrative:
(B)(4). Additional information: the patient's year of birth is 1948. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask. The patient was not hospitalized for the peritonitis event. The patient was treated with intraperitoneal sefazol (1g, frequency and duration not reported) and intraperitoneal fortum (1g, daily for 14 days). The patient recovered from the peritonitis event. The patient was retrained on proper aseptic technique. Extraneal and dianeal therapies were ongoing. No additional information is available.